Event description:
It was reported that patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.